Event description:
A journal article was reviewed which contained information regarding an epicardial lead. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated there were apparent fractures. The leads were abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. The gender characteristic is 42 females and 40 males and the baseline age is eight (8) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: performance of steroid eluting bipolar epicardial leads in pediatric and congenital heart disease patients: 15 years of single center experience. Journal of cardiothoracic surgery. 2014;9(1):84-84. (B)(4).